Event description:
It was reported that the unit was noisy. User tried to replace the pump but couldn't get it installed correctly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was originally manufactured in 2014. Previous service record was reviewed and determined to be unrelated to this complaint. Previous reason for return was for cracked case. The device was received for evaluation; in good condition. Visual inspection: the board screws were missing; the pump assembly tube was found detached from the pump assembly- customer did not install pump correctly. Pump assembly was reinstalled and device powered on. The pump assembly was noted to be noisy. The reported problem was confirmed. The root cause could not be determined.